Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09091. It was reported that the guide wire entrapment occurred. The lesion being treated was located in the carotid artery. While outside of the patient, the physician advanced a 8.0-29 carotid wallstent over a choice guide wire with resistance. However, the guide wire was unable to be removed from the catheter. The procedure was completed by implanting about a different wallstent. No patient complications were reported and the patient's status is stable.